Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that the nurse from the clinic reported that when opening the bag where the powder was, the bag was pierced. The nurse from the clinic, further claimed that there was powder outside on the bag and that she got powder on her hands.